Event description:
Device returned for inspection, inspected on (B)(6) 2021. Results: left side you can see huge damage to leg, it is snapped apart. You can see on the entire side scrapes were made within the paint. Right side there is no damage to the leg, but there are some minor scrapes to the side. Once you flip up the seat you can see that it is ripped.

Event description:
On evening of june 12th, the end-user was using his rollator to cross the living room when he says the rear left leg snapped causing him to fall face first into a table and landing on his shoulder. He states he required medical attention for a dislocated shoulder and bruising of the face. He states,the emergency room doctor popped shoulder back into place. The next day he noticed his left middle finger was causing him pain which he believes happened when he fell and it got caught in the wheel.